Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer has received the device and will submit follow-up report upon completion of the investigation and/or availability of further information.

Event description:
The manufacturer was notified that a perceval plus pvf-s valve which was implanted in patient on (B)(6) 2022, was explanted after 4 years, on (B)(6) 2026 due to advanced degeneration with severe calcification. Reportedly, edwards inspiris 19mm was implanted instead. Reportedly, patient had to come back post reoperation due to some bleeding and is now recovering. No other information is available at this time.